Manufacturer narrative:
Based on the clinical assessment for this event, the root cause of the difficulty unsheathing the aortic body could not be definitively determine with the limited information available. Based on a review of the intraoperative still images, there is evidence of a full twist in the aortic body graft legs and unsupported region of the aortic body. The most likely cause of the twisted limbs is likely related to a user/procedural related error such as manipulation of the delivery system post-deployment and/or allowing the contralateral guidewire to wrap around the aortic body delivery system upon cannulation of the contralateral gate; however, this could not be definitively confirmed without a review of the full run of intraoperative imaging. Procedure-related harms and the final patient disposition could not be ascertained, although the treating physician reported that the patient was discharged with anemia (intraoperative blood loss) and bacteremia that was being treated with antibiotics. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the aortic body stent graft was very difficult to unsheathe. Upon unsheathing, it was observed that the limbs of the aortic body were twisted with no improvement seen after polymer fill and aortic body release. The physician elected to deploy the ipsi limb first, then cannulated the contra gate through brachial access. The contra limb was able to be straightened out with a wire and balloon. The contra limb was successfully deployed and the aneurysm was excluded. As of the date of this report, there have been no additional patient sequelae reported.